Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was using non-tandem provided charging supplies to charge the pump. There was no reported adverse impact to the customer. Tandem technical support (tts) attempted to follow up with the customer regarding the resolution of the issue but received a response from a non-verified contact declining further assistance and tts was unable to successfully contact the customer regarding the resolution.